Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and screen was not responding. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist connected to device and confirmed that it was communicating properly, accessed the device and verified that the screen was responsive and functioning as expected. Tss asked the customer for further information. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. The system functioned as intended after the technical support specialist verified the device.